Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
After implantation, this rv lead had high thresholds and upon x-ray it was noticed that there was a lack of slack. The patient is a twiddler. Lead was repositioned on (B)(6) 2019 and remains actively implanted.